Manufacturer narrative:
If implanted; give date: not applicable, there is no indication lens was implanted. If explanted; give date: not applicable, there is no indication lens was implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, customer noticed scratch on zcb00 intraocular lens (iol) upon inserting it into the patient's eye. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/20/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in its original packaging. Visual inspection shows the product was returned loose outside the daisy wheel. The lens was inspected by a qualified final inspection manufacturing specialist using 12x magnification. Few deep scratches can be observed on the optic area of the returned lens. The deep scratch on the optic area is unacceptable. Product will be rejected if such defect is found during manufacturing. Cosmetic issue was confirmed however it cannot determined on how and when the scratches were introduced. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.